Manufacturer narrative:
Citation: alawami, m. Md et al. Paravalvular leak after mechanical aortic valve replacement causing hemolytic anemia: closure with vascular plug. Journal of cardiovascular medicine (2016) 2016 dec;17 suppl 2:e189-e190 doi 10.2459/jcm.0000000000000132 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient who was implanted with a medtronic 23mm ats open pivot mechanical valve (serial number not provided). Two months post implant, the patient complained of dyspnea and lethargy. A transesophageal echocardiogram (toe) at three months, indicated moderate paravalvular leak (pvl) with normal aortic valve function. Subsequently, a percutaneous closure was performed with a vascular plug which reduced the pvl to trace. No additional adverse patient effects or product performance issues were reported.